Manufacturer narrative:
Six photos were provided to our quality team for investigation. Three photos show the top web graphics side of the top web with wrinkling and applicable product information including the variable data. The next three photos show each one package having open side seal with grid greater than 2". The wrinkling in conjunction with the open seal with grid is consistent with the package seal being forced open after being sealed. The condition observed is non-conforming per product specification. Potential root cause for the open seal with grid defect is associated with the packaging process. As part of this investigation the technical logs, production database, and production records were reviewed. During this batch there were problems with robot pick-up placement most which likely attributed the side seal being forced open once they were sealed. As corrective actions, quality alert will be issued to the plant, all associates involved will be re-educated to the applicable work instruction and communicated to all technical resources to document adjustments on the production records following repairs. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 309695. Batch # 4214856. It was reported that the bd syringe control 10ml ll package seal integrity was poor / questionable. The following information was provided by the initial reporter: verbatim: customer verbatim: please open a quality complaint for this bd product at (B)(6). Here are the relevant event and product details: event date: 10-23-2024. Event description: ¿sterile control syringe packaging is opening prematurely on the sides of the packaging.¿ harm to team member or patient? No harm to patient or team member. Product name: itm-1150085 - syringe 10ml control. Product ref: 309695. Lot number: 4214856. Bd customer account number: (B)(4). Qty reported with this issue: (B)(4) at this time. Photo of actual product is attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.